Event description:
My allergan smooth silicone breast implants were bleeding toxins into my body for 8 years making me extremely sick in which no doctor could figure out why. No one mentioned it could be my implants making me so sick. I got the implants removed and my illness went away and has not returned.